Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7837 ptfe felt allegedly experienced foreign material present in device. This information was received from a single source. The malfunction reported no patient involvement. The patient¿s age, weight, and sex was not reported.

Manufacturer narrative:
H10: for this event, the lot number was provided and a lot history review was performed. Of the 1 reported malfunction, 1 device was returned for evaluation and photos were provided for review. Foreign material was identified for this device.a root cause has not been determined. The device was labeled for single use. H11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7837 ptfe felt allegedly experienced foreign material present in device. This information was received from a single source. The malfunction reported no patient involvement. The patient¿s age, weight, and sex was not reported.